Event description:
The MFR received info alleging that the ventilator is alarming and will not cycle. There was no report of pt harm or injury.

Manufacturer narrative:
The ventilator was evaluated and the customer's complaint was confirmed. The device's power board was replaced to address the malfunction. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.